Event description:
It was reported the patient was admitted to hospital with abdominal pain, etiology undetermined, although it was thought to be from a perforated bowel, distended cecum - noted on CT scan, sepsis and "htn". Surgery was recommended, but the family did not proceed with it. The patient was made comfortable until they expired in 2009. The specific cause of death was not reported, but appeared to be unrelated to implanted system. Additional information has been requested, a follow-up report will be submitted if additional information become available.